Event description:
Physician was attempting to treat a lesion in the circumflex artery using an endeavor sprint drug eluting stent. The device was prepped and inspected with no issues noted. It was reported that during delivery of device to the target lesion, the stent dislodged in the circumflex artery, physician was unable to retrieve the stent and was left in patient. Another endeavor sprint 3.5 x 15mm was used to complete the procedure. There was no injury or clinical sequelae to patient. Evaluation summary: the distal tip was flared and damaged. The stent was not returned with the delivery system. Crimp impressions were visible along the working length of the balloon. The balloon folds were partially opened.

Manufacturer narrative:
Results and conclusion: (stent dislodgement). (Procedural related). (Stent dislodgement). (B)(4).